Manufacturer narrative:
Results: inherent risk of procedure ¿ (stent embolism); failure to follow instructions (neg prep not carried out on device prior to use); patient¿s condition affected effectiveness of device (lesion had moderate calcification, stenosis and severe tortuosity). Conclusions: inherent risk of procedure ¿ (stent embolism); failure to instructions (neg prep not carried out on device prior to use); device failure related to patient condition (lesion had moderate calcification, stenosis and severe tortuosity). (B)(4).

Event description:
It was reported that a physician was using a resolute onyx device during a procedure in an attempt to treat a lesion in the distal rca which exhibited 60% stenosis, moderate calcification and severe tortuosity. Patient had tortuous aorta and aneurisms in all arteries. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was not preformed. The guide catheter and guide liner were placed in the vessel. No resistance was encountered when advancing the stent towards the target lesion or when retracting the stent in the rca. On retraction of the stent into the guide catheter the stent was no longer on the balloon, stent was proximal to the guide liner on the wire. Guideliner was retrieved in guide catheter and the guide wire with the stent. All were removed in the guide catheter. No patient injury reported. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was deformed indicating that it may have been stubbed during advancement. The stent was present on the balloon but was lose and able to move, indicating that the stent had been repositioned back onto the balloon post dislodgement. The 18th and 19th distal segments have raised struts, other segments were misaligned. There were faint crimp impressions visible on the balloon working length. Please note that this device (resolute onyx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).